Event description:
It was reported that the wand arced during the procedure resulting in a 1x1cm burn to the surgical site. The wand was immediately switched out and the procedure was completed using the same model back-up device. The patient experienced corresponding post-operative sequelae (edema, erosion, expiratory dyspnea).

Manufacturer narrative:
Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the electrodes. Evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings on the controller and performed as intended. The saline line was connected at approximately 3 feet and saline flowed through-out the line to the tip as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation did the device arc which would conclude that there is no electrical disturbance related to the wand. The complaint could not be verified as the returned device functionally performed as intended. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. Also, when the recommended suction pressure is not used, this will give the user the perception that the device is ¿arcing¿. This occurs when the wand is burning off the residual fluid on the distal tip. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.